Event description:
It was reported that the ventricular lead exhibited loss of capture at high outputs in three vectors. The lead dislodged via fluoroscopy, also noted was insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.